Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# v660847, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v708136, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/ intract pain (trunk/limbs) and spinal pain. It was reported that his device was no longer functioning but still inside his body. The leads were off. It was reported that there was a period where patient was not using much therapy and his battery had died. A couple months from this report patient made an appointment to see a manufacturing representative (rep) and he explained to him how to reboot it. "When patient came back again to get him going the rep could not get it going on his l side". It worked on the r side but this was not the main part where patient needed coverage. At that appointment the rep determined that the reason for the above issue was that the leads on his device on the l side had come apart or come off. As of this report patient is considering having the device removed. Patient is now retired and has not been using therapy and he would like to be able to have mris instead of CT scans. The pain was not there. It was very manageable now without the device. When he worked in the past he had to use the therapy all the time because he was on his feet and would not get through the day without the machine. Patient said he called the rep last week from this report, either on thursday or friday. Patient stated he spoke to manufacturer last week from this report that the leads on his device on the l side had come apart or off. Patient said they discussed the option of having them removed. Patient was told to call back after new years and was going to look up hcp listings. No further patient symptoms or complications were reported in this event. Patient also indicated her received a letter from manufacture asking him to update info. Additional information was received from the manufacturing representative (rep) on jan 22 2018. It was reported that rep met with the patient on (B)(6) 2017 and it was determined that the patient's battery was overdischarge. It was reported that the issue was resolved and por was cleared. It was clarified that the statement of lead coming apart or come off was meant to be high impedance on one electrode. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for bn 1/26/2018 additional information received from the patient reiterated that the left leads separated from the device (as told by the rep who earlier stated that the leads only had high impedance). The patient was unable to get the device to work so they met with a rep for adjustments. It was again noted that the patient was possibly going to get the ins removed. This is not considered new information. The patient's weight was provided. No patient complications were reported.